Event description:
It was reported to stryker medical that a caregiver injury occurred due to use of the prime zoom stretcher braking system. Pt was on stretcher (no details on pt), nurse went to activate foot pedal (happened both brake/neutral->steer and steer/neutral->brake). It was reported that the approach angle was "awkward" and caused hyperextension of knee. The caregiver was reported to complain of knee pain and missed work. No other injury info was provided.

Manufacturer narrative:
The user facility contact could not identify a specific serial number related to this caregivers injury.